Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was broken in the distal area (not returned), both haptics were bent gusset area and the optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints received for this lot number. Add'l info was requested by mail on 12/07/2006 and 01/12/2007. A completed complaint questionnaire was received on 02/28/2007 and add'l follow-up info was requested by mail on 03/20/2007.

Event description:
A user facility reported a haptic would not unfold. Information received from the surgeon on 02/28/2007, indicates the event resulted in postoperative corneal edema. Additional information has been requested.